Event description:
On (B)(6) 2026, the commercial team member was notified the patient passed away. However, the specific date of the passing is unknown. Although the cause of death is unknown, the clinician does not think it was related to the curonix device and there were no alleged deficiencies associated with the devices.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. Although the cause of death is unknown, the clinician does not think it was related to the curonix device and there were no alleged deficiencies associated with the devices. The transmitter assemblies associated with the complaint was returned for investigation. The investigation found the units were able to charge and operate as intended. Although the units passed battery recharge and operating testing, the investigation found a damaged component as l12 was broken in both transmitters. The damages observed are cosmetic and do not affect the functionality of the device. Additionally, the wearable associated with the complaint was returned for investigation. Investigation of the wearable found the velcro loops and hooks were intact and no non-conformances were found. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the patient's death is unrelated to the curonix device. The provided information does not evidence that the curonix device contributed to the issue (no fault found). Refer to CAPA-2024-0020 for additional investigation details for the damaged component l12.